Manufacturer narrative:
Batch review performed on 06 april 2021: lot 133211: (B)(4) items manufactured and released on 24-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor implants and revised the medacta liner with a medacta liner almost 6 years and 11 months after primary. The surgery was completed successfully.